Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device passed all functional testing without any issue. Device functioned as its intended with ten test duracell batteries. Batteries were not provided for evaluation. No fault was found with the device. Device was returned to manufacturing for further processing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.